Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling and/or interaction with the mildly calcified, 86% stenosed anatomy resulted in the noted device damages (wrinkled sheath/inner member, pinched shaft) thus compromising the device and ultimately resulting in the reported mechanical jam and the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified unknown carotid artery that is 86% stenosed. The 10x40mm acculink was advanced, however, resistance was encountered when using the thumbslider of the delivery system. The thumbsilder was difficult to pull. The stent partially deployed in the introducer sheath. The acculink was withdrawn under fluoroscopy and replaced with another same size acculink to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.